Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: lot/batch #: 4045321, 4045323. Bd had not received samples, but 4 photos and 2 videos were provided for investigation. The photos and videos were reviewed and the indicated failure mode for stopper pop off with the incident lots was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing. No issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2. It was reported when using the bd vacutainer® k2e / k2 edta blood collection tubes there was a loose closure resulting in specimen leakage. Twenty occurrences were reported but the number of occurrences per lot number was not specified. An unspecified number of specimens were recollected. There were no other health consequences or impacts reported.